Event description:
Pt on heparin drip 1400 units/hour. Device allegedly malfunctioned. Pt rec'd 1/2 of a 250 ml bag of heparin over an eight hour period. The rate was programmed at 14 ml/hr. Infusion stopped. Dr notified. No evidence of bleeding or adverse reaction.